Manufacturer narrative:
One customized aire cuff hyperflex device was returned for analysis in used condition. A visual inspection of the product revealed that a section of the shaft near the flange was torn. By device appearance it had undergone excessive tensile force across the proximal length of shaft while connected to ventilator. Based on the evidence the complaint was confirmed but the root cause is unknown.

Event description:
Information was received indicating that a wire was observed to be poking through the silicone portion of a smiths medical portex bivona flextend¿ tracheostomy tube. A trach tube change out was performed to resolve the issue. There were no reported adverse patient effects.